Event description:
It was reported that the pump exhibited a cassette not attached error while the device was attached. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device received for analysis. Customer's reported problem was duplicated during functional testing. The cassette not attached alarm was duplicated. The cause is the downstream occlusion sensor, which was replaced to correct the issue. Service history review identified the complaint was not related to a previous service of the device within the review period.